Event description:
I developed what I initially thought was a mild eye irritation in 2006 while wearing my soft contact lenses. I stopped wearing them for several days, threw them away and wore a new pair of lenses. Everything seemed to be ok until I woke up one morning with an obvious inflammation of my right eye that included redness, tearing, feeling of sand in my eye, and intense light sensitivity. I immediately called my eye doctor and thus began several months of monitoring and treatment with steroid eye drops and ocular antibiotics. I was using the amo complete moistureplus contact lens solution at the times of both inflammation episodes. I received a recall notice today that indicated that my corneal inflammation may have been a result of the use of this product. I do have corneal scarring, but outside of the field of vision. I now wear daily disposable lenses only a few days each week at the most and wear eyeglasses much of the time. I will be returning to my eye doctor for a follow-up visit in a few weeks. Dates of use: nearly every day for 2 years. Diagnosis: cleaning bi-weekly disposable soft contact lenses. Event abated after use stopped: yes.